Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. The subject product was not available for evaluation and a lot number of the subject product was not provided. The IFU warning section for the arista ah product includes "other adverse events reported in fewer than 5% of the arista ah population include: rash". Based on the limited information provided, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. This has been the only reported complaint of a rash reported in the last 24 months. If additional information is obtained, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is alleged that in (B)(6) 2016 the patient underwent a thyroidectomy procedure and the surgeon used 3g arista absorbable hemostatic particles during the procedure. Postoperatively, the patient developed a red rash from mid neck to mid sternum. The surgeon prescribed a topical steroid cream and the rash had resolved. Surgeon unable to determine cause of rash.